Event description:
It was reported, the ultrasonic lithotriptor hand piece connector on the front panel has been mangled. The issue occurred during preparation for use for therapeutic percutaneous nephrolithotomy. The lamp around the connector was blinking. The procedure was prolonged for 8-10 minutes. The procedure was completed with the same device. No other devices were connected to the subject device when the failure occurred. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The most probable cause of the findings is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasonic lithotriptor hand piece connector on the front panel has been mangled. The issue occurred during preparation for use for therapeutic percutaneous nephrolithotomy. The lamp around the connector was blinking. The procedure was prolonged for 8-10 minutes. The procedure was completed with the same device. No other devices were connected to the subject device when the failure occurred. There were no reports of further patient or user harm associated with this event.